Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned. After visual examination, allegation cannot be confirmed. Package denoted different attempts to be opened from different parts of the box. Superior and lateral faces presented tears of the carton. The inferior face was opened by ripping off a portion of the package cover. Both powder and ampoule were found inside the box. Device's arriving condition could not be observed per the evidence provided. There is not evidence to support the damage allegation upon receipt of the device. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : manufacturing date: 2020-07-02; expiry date: 2023-06-30; quantity released: (B)(4). The batch record has been reviewed. All manufacturing activities were completed to plan. All quality control and microbiology testing met requirements. There was one nonconformance recorded on this batch that was related to process controls and did not impact on the overall product. Device history review : a manufacturing record evaluation was performed for the finished device (3070040/9552289) product and lot numbers, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the product arrived, the outer case of the product had been damaged.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.